Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the instrument was not available. There was no patient involved. Additional information was received. It was reported that the instrument was not recognize. The site switched to a different one and the issue was resolved.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. G2: this event occurred in japan, h3, h6: the returned tracker was analyzed. It would not track when connected to a known good system displaying only red status. A check of the em interface showed that coils #2 and #3 were not firing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.